Event description:
The abbott field service tech (fsr) stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The fsr performed general troubleshooting without resolution. The fsr recalibrated with calibrators a and c from one standard box of calibrators with acceptable results. The fsr informed the customer that this issue is being investigated. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.